Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 189, 207 and 274mg/dl. The customer's expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the bathroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 12/13/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer is testing twice a day (fasting) and is taking medication to control his diabetes (metformin). The customer stated that he has not made any recent changes in his diet, exercise regimen, and/or medication. The customer is storing the meter and test strips in the bathroom; informed the customer of the proper storage recommended by the manufacturer.